Event description:
The pt reported erratic blood glucose readings from the low 40-500 mg/dl. She stated her palm device, which automatically deletes what it sees as corrupt data, reset the software on her bolus calculator. Because of this, she was unable to use her calculator where she had inputted her info on insulin sensitivity and carb ratios for each time segment of the day. She said that due to holiday eating and trying to reconstruct this info she had erratic readings. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.